Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported that did not respond to the trial and one of her lead came out on (B)(6). It was noted that for the second trial the healthcare provider (hcp) implanted the lead wire in a slightly different location.